Event description:
It was further reported that the patient received assistance and had no further concerns.

Manufacturer narrative:
Lead: model 3387s-40, lot #v373400, implanted: (B)(6) 2010; extension: model 37085-60, serial #(B)(4), implanted: (B)(6) 2010.

Event description:
It was reported stimulation could not be adjusted and the patient programmer was displaying "call your doctor" icon. There was a power on reset (por) condition. An action was performed that resolved the issue, but the details regarding the action were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.